Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 110) was isolated to a defective q2 and u1 on the ca board, causing the service code. The root cause for the shorted components was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.